Manufacturer narrative:
Concomitant medical product: revitan proximal part, cylindrical, uncemented, 55, taper (B)(6) 2014, , lot#: 2435240. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e (B)(4)) are marketed in USA, and therefore this report was filed. The manufacturer received the device and investigation is in progress. X-ray pictures and surgical reports were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a revitan stem on the left hip side and revised after 10 years due to implant fracture.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture of the distal stem. Review of event description: the hip prosthesis was revised after approximately 9 years and 6 months in vivo due to a fracture of the revitan stem. Review of received data: surgical report of implantation on (B)(6) 2008 diagnosis: complete loosening of the left total hip prosthesis (thp) after state of thp implantation in (B)(6). Indication: the patient had an implantation of a cemented total hip prosthesis (thp) in (B)(6). Since some years he experienced progressive and now severe pain in the area of this hip. Radiologically, there is a complete loosening of the cup as well as the stem. Due to the severe pain the indication for a revision is given. Procedure: using the old scar the hip joint is opened via a transgluteal approach. Because of the secondarily occurred leg length shortening of about 3 to 4 cm the tract is completely relaxed. The joint capsule is resected. It is massively thickened. The preparation of the acetabulum is laborious. The loosening of the cup is obvious. The joint can be dislocated and the cup can be removed. The ventral acetabular rim is missing distally; the dorsal rim is small but preserved. There is scar tissue at the acetabular bottom which is removed. It is decided to implant a lor cup. The acetabulum is reamed accordingly. A lor cup size 64x76 is implanted and has good primary fixation. The cup is fixed with three screws cranially and one screw distally. The stem is removed, it is completely loose. The remaining cement is still very firmly fixed to the femur. It is decided to perform a transfemoral approach. Primarily only the ventral cover is lifted and in a second step an osteotomy is performed on the dorsal cover as well. The leg is adducted and externally rotated. The distal femur is now well visible and the remaining cement can be removed using a chisel. The femur is prepared for the implantation of a revitan stem size 18/140. A proximal part with an antetorsion of approximately 18° is mounted and a ceramic head ø 32 mm l is fixed on the taper. The joint is reduced. The joint laxity is free without tendency for dislocation. Both covers of the femur are positioned anatomically on the proximal revitan stem and fixed with two dall-miles cerclages. The functional test reveals a free joint laxity at a stable situation without tendency for dislocation. The rest of the report describes the closure. The postoperative check shows equal leg length. Surgical report of revision on (B)(6) 2018. Diagnosis: right hip, fracture of the stem 10 years after implantation of a revitan stem. Indication: the patient had a thp revision of the right hip 10 years ago where a revitan stem had been implanted. The post-surgery course was without complications. Lately acute pain occurred in the area of this hip. Imaging revealed a fracture of the revitan stem. Due to the disabling pain the indication for a revision is given. Procedure: using the old scar the hip joint is opened via a transgluteal approach. Step by step the acetabulum and the stem neck are exposed. The neocapsule is resected subtotal. The hip joint can now be dislocated. However, there is still an extremely tight situation and therefore it is decided to perform a trochanter osteotomy. After the osteotomy the proximal femur can be brought in a correct position. The proximal stem part is completely unstable and can be removed easily. The inspection of the cup shows that the insert is not worn and the cup is well fixed. The insert is not replaced. The femur is brought in an anatomical position and a transfemoral approach is performed. A proximal cover of 8 cm is prepared and lifted to ventral. Then the fractured stem is well visible and seems to be perfectly integrated in the bone. A hole is drilled into the stem and an attempt is made to remove the stem. This is not possible. The stem is absolutely firm. The cerclages are removed and the femur is cut longitudinally without formation of a relevant defect. Another attempt to remove the stem part is successful and does not cause an additional defect. The femoral bone is curetted. A lot of connective tissue is removed. The femur is now prepared for a new revitan stem size 18x140 combined with a proximal part size 65. The prepared revitan stem is implanted in correct position and shows perfect primary fixation. Using the image intensifier the leg length is checked and found to be equal. The distal cover of the femur is now repositioned with three dall-miles cerclages. The proximal cover of the femur is anatomically reduced and fixed with two dall-miles cerclages as well. A ceramic 32 l head is mounted and the joint reduced by paying attention to have an anteversion of approximately 10°. There is free joint laxity without tendency for dislocation. Now the trochanter is anatomically reduced and preliminary fixed. Using two kirschner wires and a dall-miles cerclage around it the trochanter is definitely fixed. The image intensifier check shows a correct newly implanted revitan stem with anatomically repositioned bone. The rest of the report describes the closure. X-rays: pelvis overview and second view taken on (B)(6) 2008 there is a cemented weber stem implanted which is combined with a metasul pairing whereby the cup is cemented as well. On both views clear signs of osteolysis can be seen around the cup. Further, cement penetrating into the pelvis minor is observable which could point to a fracture of the acetabular bottom at the primary surgery. On the pelvis overview there are signs of osteolysis visible in zones 1 - 3 and 5 - 7 after gruen. The latter can be recognized as well in the second view. In the area of the stem¿s tip a medullary plug is visible. It seems that the stem is subsided as its collar is inside the bone and the medullary plug is located on the height of the stem¿s tip but not below. Ap view left hip taken on (B)(6) 2008: compared to the pelvis overview the ap view was taken in a slightly different position. However, there seem to be no obvious changes. Pelvis overview and second view taken on (B)(6) 2018: there is a revitan stem combined with a lor cup fixed with three screws and a ceramic head implanted. The cup is inconspicuous. The head seems to be centered in the cup. Three cerclages can be seen around the femur. The revitan stem is clearly fractured at the connection pin. On the pelvis overview the proximal facture part is tipped to medial and a gap between the implant and the bone is visible on the lateral side. The two upper cerclages are overgrown by a callus formation on the medial side whereas a nonunion can be observed in the area of the middle cerclage. There seems to be a sclerotic line on the medial side of the stem running from proximal till the height of the most distal cerclage. On the lateral side just above this cerclage an osteotomy gap can be recognized. Below this cerclage there is a gap between the implant and the bone medial as well as lateral. Compared to the pelvis overview taken in 2008 this area seems to be an old osteolytic zone. Below this area the stem (distal third) seems to be in direct contact with the bone. On the second view the proximal fracture part is tipped to posteromedial. There are gaps between the implant and the bone on both sides until the height of the distal third of the distal stem part, whereas the gap is larger anterolateral in the area of the proximal fracture part. There is direct bone contact in the distal third of the distal stem part. Devices analysis: visual examination: besides the revitan stem and ceramic head mentioned on the front page several cerclage cables were received. Those are not part of the investigation. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 2 to 6 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show some water marks and are slightly polished on the medial side. The fracture structure points to a fatigue fracture starting from the lateral side. The proximal fracture surface has two levels. Two thirds are broken off from the lateral half of the fracture surface. However, the broken off wedge is at hand for investigation. Its proximal fracture surface corresponds to the proximal fracture level of the proximal fracture part. Several adjacent fracture planes of minor difference in height are recognizable and each seems to have its own fracture origin. These fracture planes then combine to form a single plane. The fracture origins are located from lateral to anterolateral. The distal fracture surface of the broken off wedge has an appearance similar to that of the distal fracture part in this area. The surface around the fracture origin is partially covered by a blackish deposit, probably oxide, and there are slightly polished zones. Further, in the area of the fracture origin there is a ratchet mark visible which indicates multiple fracture origins. On the inside, the distal part¿s body is slightly worn. The face surface exhibits a mark most probably deriving from the proximal trial part and is damaged close to one shoulder. Adjacent to this a fine polished line can be noticed. The anchoring surface of the distal part is damaged by scratches and instrument marks. On the anterior side an enlarged drill hole can be seen. Considering the surgical report of revision it is obvious that the damage derived from the revision surgery. There are bone attachments in the distal third of the anchoring surface. On the proximal fracture part of the connection pin there is an almost circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing / fretting, smeared metal, corrosion and possible cracks. Additionally, polished zones can be observed medially in the blasted area of the connection pin. The lateral area of the broken off wedge is as well considered as a part of the almost circumferential stripe. In this area polishing / fretting, corrosion and possible cracks can be seen. The face surface of the proximal part shows a fine polished line on its medial shoulder. On the anchoring surface of the proximal fracture part as well as its neck area several scratches and instrument marks can be found. There is a polished appearing square of 2.5 x 2.5 mm above the upper hole on the posterior side of the part. The lateral shoulder is polished as well on its posterior side. Remains of bone ongrowth could not be detected on the proximal fracture part. The ceramic head is inconspicuous. Some metallic smearing can be noticed mainly on the head¿s bottom bevel. Investigation with scanning electron microscope (sem): the ceramic head was removed from the proximal fracture part to allow placement in the sample chamber of a scanning electron microscope (sem) type jeol jsm-6610. On the proximal fracture part the fracture surface in the area of the broken off wedge was investigated. The different fracture planes are well visible. Close to the fracture origin a fatigue fracture structure is recognisable which changes then to a residual fracture structure close to the end of the broken off area (step). The corresponding side of the broken off wedge was examined as well and showed the same appearance. As far as possible due to the positioning in the sample chamber the lateral area of the fractured connection pin was inspected in the anterolateral area of the almost circumferential stripe. Areas of fretting and corrosion were found whereas fretting was seen more laterally and corrosion more anteriorly. In the corrosion area the material seemed to be etched around the carbides and some pits could be recognized. Cracks in horizontal direction could not be detected in the area investigated. However, the lateral area of the broken off wedge showed few cracks as well as deformation twins close to its distal fracture surface. Apart from that the surface exhibited mainly polishing / fretting. The hip prosthesis was revised after approximately 9 years and 6 months in vivo due to a fracture of the revitan stem. According to the surgical report of revision it was observed that: the proximal stem part is completely unstable and can be removed easily; the distal part of the broken stem seemed to be perfectly integrated in the bone. However, after the removal of the distal stem part the femoral bone is curetted and a lot of connective tissue is removed. A complete follow-up of the x-rays during time in vivo is missing. Only the situations after the implantation and after the stem fracture are available. The latter shows that there are gaps between the implant and the bone. The gap is larger in the area of the proximal fracture part of the revitan stem than in the area of the distal stem part. It seems that direct contact between implant and bone exists only in the distal third of the distal stem part. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. Additionally, a small wedge broke off from the connection pin. As the wedge is neither obvious on the x-rays nor mentioned in the surgical report of revision it is unknown at what point in time the separation occurred. From the appearance of the different fracture surfaces it can be concluded that there were several cracks running from lateral and anterolateral respectively. The slightly worn inside of the distal part¿s body and the fine polished lines found on the face surfaces of proximal and distal part well as the smeared metal seen on the circumferential stripe on the connection pin mirror the end position of the implants seen on the x-rays taken on (B)(6) 2018. On the proximal fracture part an almost circumferential stripe adjacent to the fracture surface revealed polishing / fretting, smeared metal, corrosion and possible cracks. The latter can at least not be confirmed for the area closer investigated by sem. The lateral area of the broken off wedge is as well considered as a part of the almost circumferential stripe. On the lateral area of the broken off wedge, polishing / fretting, corrosion and possible cracks can be seen. The sem investigation confirmed few cracks and revealed deformation twins close to the distal fracture surface of the wedge. The latter could possibly point to a surface fatigue phenomenon due to increased surface pressure after the tipping of the proximal fracture part. It is unknown if the circumferential stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. Bone attachments are only visible in the distal third of the anchoring surface of the distal part. Remains of bone could not be detected on the anchoring surface of the proximal part of the revitan stem. This mirrors the situation seen on the x-rays at hand and the description in the surgical report of revision surgery. The latter also describes that a lot of connective tissue was removed from the medullary cavity of the femur which supports the conclusion that the stem only experienced a sustained direct bony anchorage around the distal third of the distal stem part. Based on the above described findings it can only be hypothesized that the revitan stem did not have sufficient proximal bone support. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).